Event description:
During the surgical procedure there was a tear on the protective tip cover of the monopolar curved scissors instrument which was not immediately noticed. As a result, there was slight arcing to the iliac artery which caused bleeding. The bleeding was coagulated and sutured without any complications and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.